Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported difficulty retracting the foot was not confirmed. It should be noted that the perclose proglide instructions for use states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery via 6fr sheath using the pre-close technique prior to endovascular aneurysm repair (evar) procedure. Reportedly, after the sutures of the proglide device were deployed, the foot could not be retracted completely and was removed with the foot in the open position. The sheath was upsized to greater than an 8.5fr and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures from the proglide device. There was no reported adverse patient effects. There was no reported clinically significant delay in the entire procedure. No additional information was provided.